Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: at the initial firing with use of idrive handle, the jaws could not be articulated inside of the cavity. After release from the patient the doctor confirmed that the jaws could be articulated to one side and then be returned back to the neutral positions. However it could not be articulated to the other side at all. Even after resetting the battery and replacement of the sulu, the same condition was replicated. A new handle was used to complete the case. There was no patient harm and the current patient status is good. Operating time not extended. There was no additional tissue resection or tissue damage. Nothing fell into the cavity. There was no bleeding over 500cc's. No reinforcement was used.